Manufacturer narrative:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power up. The cause of this was a intermittent connection on the j1 battery connector the ca. The root cause of the shorted j1 battery connector cannot be positively identified. No adverse event resulted from the damaged monitor.

Event description:
During investigation of the monitor for an unrelated issue, a reportable malfunction was found. The monitor was unable to power up.